Event description:
It was reported that the filter was leaking. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The returned samples consisted of seventy one (71) extension set product; one (1) sample was received in used conditions and without its original packaging and the other seventy (70) samples were received in new conditions with their original unopened packaging. Visual inspection: the samples were visually inspected, at a distance of 12 inches to 24 inches and normal conditions of illumination; no discrepancies were found. Functional test: a leak test was performed using hydrostat vessel; there was a leak detected in the air vent of the filter of the used sample. Root cause of the reported issue could not be determined. Action(s) taken to mitigate the reported issue(s): a notification of this complaint to the production personnel was conducted by the production supervisor; and a corrective and preventative action has been opened to address the reported issue in order to identified root cause and implement proper corrective actions.